Event description:
It was reported this filter was placed without incident in a terminal pt with pulmonary emboli, renal failure and pulmonary edema. Following uneventful filter placement, views taken of the filter confirmed successful placement. No anomalies or contrast extravasation was noted. The pt was sent to ICU and maintained on heparin. Three to four hrs post filter placement, the pt experienced hypertension and a hemoglobin drop. Cardiopulmonary resuscitation was administered, however, was unsuccessful. An autopsy revealed two holes in the cava. Additionally, two liters of bloody fluid and clot were found in the abdomen. No further details are available regarding this event. This device was not returned for evaluation, therefore, no failure analysis is available. Co's follow up indicated cardiopulmonary resuscitation was performed during resuscitation attempts. The physician believed the caval perforations were the result of cardiopulmonary resuscitation since films taken post placement did not reveal any perforations. However, since co was unable to obtain further details from the hosp, co cannot determine the exact cause for the pt's demise.